Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to translate the gripper line during removability testing could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the unsuccessful removal of the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade 4+. The clip delivery system (cds) was advanced to mitral valve and was positioned on the mitral valve leaflets without issue. Establishing gripper line removability was not successful. Trouble shooting was performed and was unsuccessful, so the clip was not implanted and was removed attached to the cds. Another cds was advanced and one clip was implanted reducing mr to 2+. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.